Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed through the evaluation of the returned device. The report of low flow alarms was confirmed through the on-site evaluation conducted by an abbott representative as well as through the evaluation of the submitted log files; however, a specific cause for these events and a direct correlation between the alarms the reported outflow graft obstruction could not be conclusively determined. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported fatigue, embolic stroke, hemorrhagic stroke, and subsequent patient outcome could not be conclusively established. Hm3 lvas, serial number (B)(6) , was returned assembled with the pump cable intact. The modular cable was returned detached from the pump cable inline connector. The sealed outflow graft was returned attached to the pump cover outlet port, with the sealed outflow graft bend relief engaged to the graft hardware. The outflow graft clip was returned properly seated over the sealed outflow graft hardware. The apical cuff was returned secured with the cuff lock fully engaged. Approximately 2¿¿ of the sealed outflow graft was returned. There was no abnormal tissue growth over the graft and the graft material was free of distortion such as twists or kinks. The lumen of the sealed outflow graft revealed loosely coagulated blood but no evidence of developed or adhered thrombus formations. Upon further disassembly of the pump, visual examination of the blood-contacting surfaces revealed depositions of coagulated blood, which appeared to be consistent with post-mortem blood remaining stagnant in the device for a prolonged period of time following the cessation of support and explant of the device. No evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue were observed. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. Visual inspection revealed an incidental finding of kinking in the pump cable. An area of kinking in the pump cable was observed approximately 18.5¿¿ ¿ 23¿¿ from the pump header. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device captured decreases in pump flow, consistent with the reported events. Despite the decreased flow, the retrieved data appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding, stroke, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Following software upgrades, the hm3 lvas pocket guides to alarms for patients (document #(B)(4), rev. A) and clinicians (document #(B)(4), rev. A) explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. Section 5 of the IFU, ¿surgical procedures¿, cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 of the IFU, ¿patient care and management¿, further cautions the user to not twist, kink, or sharply bend the driveline, which may cause damage to the wires inside, even if external damage is not visible. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten. Section 7 of the IFU, ¿alarms and troubleshooting¿, provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 of the IFU, ¿equipment storage and care¿, states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Section 4 of the patient handbook, ¿living with the heartmate iii¿, contains information regarding how to clean and care for the driveline. This section instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ in addition, section 5 of the patient handbook, ¿alarms and troubleshooting¿, contains a sub-section entitled, "what not to do: driveline and cables", which explicitly cautions the user not to twist, kink, or sharply bend the driveline. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5 of the IFU, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6 of the IFU, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. Section 5 of the patient handbook and section 7 of the IFU provide information on all system alarm conditions as well as the appropriate actions associated with each condition. A section on ¿handling emergencies¿ is also provided in the patient handbook. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Further review of the CT images by a different physician determined there was no outflow graft kink but rather bio debris around the outflow graft.

Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's log files were submitted for low flow alarms. The patient had consistent low flow alarms and experienced fatigue. A computed tomography scan was performed and found bio debris around the outflow graft, as well as a kink. It was also noted that the modular cable had external damage and the damage was taped. The patient was transferred to another hospital for surgery and at this new site, the patient experienced an embolic stroke. The patient's system controller was exchanged to a new controller with upgraded low flow software to minimize the alarms. Following the exchange, the patient's symptoms worsened. Surgical intervention was performed to remove the clot from the patient's brain. The patient was planned for outpatient rehabilitation. On (B)(6) 2023, the patient passed away due to a hemorrhagic stroke.